Manufacturer narrative:
Product analysis: visual and macroscopic examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. This type of damage is consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with congenital scoliosis. She underwent posterior t9 vertebral asymmetrical pedicle subtraction osteotomy, scoliosis orthopedics, spinal canal decompression, spinal nerve release, bone graft fusion and internal fixation and thoracoplasty. Intra-op, the set screw wire could not be screwed into the screw head. This set screw was then completely explanted; and was replaced. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reported screwhead was worn.